Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita v300 supplied high vtim and to the patient and created alarms for mv low, leakage, rr high, etc. No patient consequences reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The log file and the cable harness spirologsensor of the affected device were provided for the investigation. The log book contains the alarms "mv low" and "respiratory rate high" two times around 15:00 on the reported date of event. Additionally, several "flow measurement inaccurate" alarms are logged on the days before. The repeated entries indicate an issue with the cable harness. Analysis of the returned cable harness shows than one contact has fluctuating electrical resistance if being moved which is most likely caused by wear and tear. Expiratory flow-measurement is used for regulation and monitoring of the ventilation. In the case of the flow measurement exceeds the set alarm limit, the device generates a visual and audible alarm. Additionally, other monitored ventilation parameters such as airway pressure and respiratoy rate are not affected by a problem of the flow sensor cable and continue to monitor the ongoing ventilation as specified. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.